Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Review of the most recent repair record determined the unit was confirmed to be noisy when the throttle was depressed and the motor speed was below specification and may have contributed to the reported issue. The motor, bearings, seal, ring, actuator, and switch were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The handpiece appears noisy while depress throttle. Occurred during kit inspection and there was no patient involvement. Evaluation of this device later found that the motor speed was below specification. No adverse events were reported as a result of this malfunction.